Event description:
It was reported that during a procedure of the heavily calcified anterior tibial artery, after post-dilatation it was noted that the armada catheter outer sheath at the tip was damaged (split). It was suspected that the damage resulted from the heavily calcified vessel. It was noted that the physician removed the split portion of the tip and the device was reused in the anatomy without reported issue. The armada was used and inflated 4 separate times until rated burst pressure without incident in the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided. Device analysis revealed blood in the balloon.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned armada dilatation catheter noted blood in the balloon, consistent with a leak or rupture while in the anatomy. There was no contrast visible. The balloon was loosely folded, consistent with being inflated. The inner member was bunched distal to the proximal marker. The shaft was kinked and collapsed 64 cm distal to the strain relief tubing. There was no damage noted to the tip as reported. There was no other damage noted to the balloon catheter. During functional testing, an indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure (rbp), but fluid was observed leaking through the guide wire port of the hub. After the tip was plugged with a pin gauge and the indeflator attached to the guide wire port of the hub, the catheter was pressurized with water and immediately fluid was observed leaking through the glue bond at the hub up through the inflation port. While the indeflator was attached to the inflation port of the sidearm, the balloon was able to be inflated to rbp with no damage noted, with the tip and guide wire port plugged. There was no other damage noted to the balloon catheter. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. In this case, because it was reported that the balloon was inflated 4 separate times without issues, it may be possible that the damage to the sidearm junction occurred post-procedure, possibly during handling/packing the device for return to abbott vascular. The bunching noted on the inner member appears to be related to possible resistance with a guide wire. The kink noted in the shaft may be due to inadvertent user mishandling. As it was reported that the tip of the armada was observed to be damage and the device reused in the anatomy, it should be noted that the armada 14 instruction for use (IFU) states: carefully inspect the catheter prior to use to verify that it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. The reported tip damage was not confirmed on the returned armada 14. A review of the lot history record did not reveal any associated nonconforming material records for this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for this lot. There is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.